Manufacturer narrative:
Section d9: device available for evaluation? Yes, returned to manufacturer on 07/08/2021. Section h3: device evaluated by manufacturer? Yes. During the initial report, investigation was completed without product return. Now product has been returned. And the visual analysis of product is as follows: device evaluation: visual inspection was performed, and no obvious damage/defect was observed. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully.